Manufacturer narrative:
B3: estimated based on gfe response from sales representative

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the surgery center and will not be returned for analysis. Postoperatively, the patient was doing well and the therapy was activated.